Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while the customer was trying to change the infusion set. The customer's blood glucose was 70 mg/dl. The customer stated that the insulin pump had neither been dropped nor bumped. The customer stated that the drive support cap was flush and confirmed that she had never pressed the drive support cap back in. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She confirmed that she had a back-up plan with which to treat. She was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime error alarm during prime test due to moisture damage inside force sensor. Motor passed motor test. Unit had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.